Event description:
Reathlete medifrost cold therapy machine is a medical device but no FDA. I ordered it last month in amazon and it was good when I used it in the beginning. But the main unit electric leakage when I add ice to the bucket which makes my fingers injured. The seller reathlete llc shouldn't go on sell this machine in amazon in case threatening more american's life. Reathlete llc is selling a medical device without FDA is illegal. Please stop reathlete selling it. Following is reathlete llc cold therapy machine amazon link. Https://www.amazon.com/reathlete-medifrost-adjustable-circulating-post- surgery/dp/b0cmp8t9rl/ref=sr_1_29?crid=3d22pfym7s9p2&dib=eyj2ijoimsj9.pfnxd8yojojhlptzfbynt4st55e1iotrtp0vdwp4vazxjkzgup1jhzsiydj0h_r3zubxea978m5tgzteekxaqaezfuo1gh9rlkedxonj_e53twm2lji5w aepvajhek6n0ns1utfwjnnj2lotxhyrqehrqbhcp1u614nikenvcyiykem-oyindo0-tkvpfh9wcva81kciu0d9ctt2o9cbkndf2xny4ddgg6g2yel4pwxsl1u1hntylermvlhantq8gl060zxivusikn1tnrqbxiq2lguj9btxlynf_ kcm4y.atse6p7zduowevh11iuxm0pypxv040zkuulfhtkgizm&dib_tag=se&keywords=cold+therapy+machine&qid=1714654664&sprefix=cold+thera%2caps%2c1379&sr=8-29.